Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the deivce is received for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the radical-7 ""[turns]" off automatically after 5 min later from turning on." No patient impact or consequences were reported.